Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range pace impedance measurements greater than 3,000 ohms. It was noted this patient is zero percent paced, and there is no noisy signals. Technical services (ts) discussed troubleshooting and programming options for optimization. The physician chose to continue monitoring. No adverse patient effects were reported. The lead remains in service.